Event description:
Covidien received information stating that during patient use of a ht70 ventilator a "back up battery error" was generated while the device was plugged into an ac power source. The reported condition was duplicated. The ventilator did not stop cycling. However, the patient was transferred to another ventilator. There is no report of patient injury or death associated with this event.

Manufacturer narrative:
(B)(4). The battery was returned for investigation. The battery was installed in a test ventilator and allowed to run for more than three days. The device was also power cycled multiple times. The reported failure could not be duplicated. The battery functioned as intended.

Manufacturer narrative:
(B)(4).